Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. Patient was under 2 years old. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The problem is not confirmed because the transmitter has no share log data available. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.